Event description:
Resident was being put back to bed with leased lift described below when the pin holding the sling gave way. Resident fell from height of 3-4 feet to floor landing on her back, hitting back of head and right elbow. 3/23/94 resident has had no serious effect from incident. Defective lift removed stat by rental company.